Event description:
It was reported that post 9-7x40 xact stent implantation in the heavily calcified left internal carotid artery, the patient experienced right hand weakness and swelling. CT scan was negative; however, the event was diagnosed as a stroke. Medication was given to keep blood pressure low. A physical therapy evaluation was provided. On (B)(6) 2011, the symptoms resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, hypertension and weakness are known observed and potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.